Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the loose resin tip coating of the connecting tube was caused by chemical stress or physical stress. The event can be detected/prevented by following the instructions for use which state: ¿caution do not coil the flexible part of endoscope, universal cord and video cable with a diameter of less than 10 cm. Equipment damage can result. Do not bend, pull, or twist the endoscope¿s insertion section with excessive force. The insertion section may be damaged. Do not apply shock to the distal end, particularly the objective lens surface at the distal end. Visual abnormalities may result. If the endoscope was dropped, or strong impact was applied to the distal end, some damage may be applied even though there was no scratch or chip on the distal end. In this case, stop using the endoscope and contact olympus. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. Do not put or press the video connector or light guide connector to insertion section during transportation and/or reprocessing. The equipment may be damaged. Do not mount/dismount the video connector when power of the video system center is turned on. Image sensor may be damaged. The endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leaks. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the video system center may be impaired and faulty contact can result.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative (on behalf of the customer) reported to olympus, the rhino-laryngo videoscope had a tear on the tip coating. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the resin tip coating of the connecting tube had fallen off. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found that the resin tip coating of the connecting tube had fallen off. Additional findings include the following: water tightness was lost due to a pinhole on the bending section cover, the grip was sticky, the adhesive on the bending section cover had a crack, water tightness was lost due to a cut on the connecting tube, the control unit had corrosion due to water leakage, and the bending angle in the up direction did not meet the standard value due to wear of the angle wire. The following findings had a scratch: the video connector case, video connector, light guide connector, video cable, up / down plate, universal cord, grip, switch box, scope cover, and the control unit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.